Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a black box review shows several ¿loss of prime¿ warnings due a low non-zero force. The pump powers ¿on¿ and displays ¿verify¿ screen. The pump passed ¿ez-prime¿ steps and it was exercised for 24 hours successfully. No ¿loss of prime¿ occurred during the duration test. Force sensor calibration reading is above the correct count. The pump¿s case was removed; inspection shows no intermittent condition to the force sensor circuit. Force sensor resistance reading is within specifications. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration reading is above the correct count. This report is made based on results of investigation completed on (B)(4) 2013.